Manufacturer narrative:
(B)(4). The customer's report of an infiltration could not be confirmed as the pump module is neither designed no intended to detect an infiltration on a patient and will not alarm under infiltration conditions. The pcu event log shows that an infusion of IV maintenance fluid was programmed through guardrails at 7:45 am on (B)(6) 2014. The infusion was programed to run a 60 ml/hr with a vtbi of 60 ml. At 8:16 am, the device alarmed for door opened. At 8:20 am, the device alarmed for check IV set and then the device was channeled off. The volume infused that was recorded during this timeframe was 29.934 ml. The returned pump module was tested and found to be operating within specifications.

Event description:
The customer reported an infiltration that occurred during surgery. Normal saline was infusing via an alaris system pump module and propofol was infusing via a medfusion device. The patient required wound care and orthopedic consults as a result of the infiltration. The patient's condition improved and the patient was subsequently discharged. Although the customer is aware the device is not intended to detect infiltrations or alarm under infiltration conditions an evaluation of the devices involved in the event was requested. No further patient or event information was provided.